Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, during the investigation an overload state was identified. Identified the need to replace the x-ray tube. Replaced the tube and calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor of the 9800 system was going blank. System had to be rebooted to complete case. There was no report of patient injury.